Event description:
The report received indicated that during a stenting coronary procedure, the target lesion was pre-dilated then while delivering the cypher, the physician encountered resistance and the stent could not cross the lesion. Therefore, the physician removed the stent delivery system and two guidewires were advanced to support the delivery system, again the cypher could not cross. The physician removed the device and found the stent was "misaligned". Therefore, the stent was exchanged and a different cypher, of the same size, was implanted at the target site, two other stents were implanted proximal to the first stent; the procedure was completed successfully without any injury to the pt. Further info indicated that the target vessel was the right coronary artery, the de novo lesion was described as moderately calcified, moderately tortuous and presenting 90% stenosis.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. The product is not available for eval and/or testing. Add'l info will be submitted within 30 days upon receipt.